Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. The patient was brought into the clinic for testing and normal measurements were observed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).